Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the implant at tooth site #30 (fdi) fractured and was removed.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: b5: describe event or problem. D9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: health effect - clinical code. H6: device code(s). H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. The reported device was returned, and the reported event could not be verified. Visual evaluation of the as returned product identified the implant was stuck inside a third-party trephine tool and the reported implant fracture was non-verifiable since, the implant was stuck inside the tool. However, the implant internal hex was seen damaged. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
During investigation it was noted that the hex of the implant was damaged.